Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
According to a letter of representation from plaintiff's counsel, the bed and trapeze aid the consumer was using allegedly bent/broke or otherwise failed causing personal injuries. No serious injury alleged.